Manufacturer narrative:
(B)(4): the keypad was found to be torn at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2012 reporting that the ok button on the pump required multiple presses to respond. The reporter confirmed that the keypad was intact and the other buttons were working fine. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump. This report is made based on the allegation of the intermittently responding ok button.